Manufacturer narrative:
The event is currently under investigation.

Event description:
As per problem statement, "radial access, sheath inserted - valve leaked." The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.